Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 41 mg/dl. Ambulance personnel assisted the customer with food consumption to address low bg. Pump basal setting was set too high and was cause of event. Healthcare provider assisted the customer with adjusting the setting.